Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgeon expecting vicryl plus to be absorbed on the 23rd day after surgery? The absorption rate for vicryl plus suture is 56-70 days. Did this event occur on the 2nd day after surgery or the 23rd day after surgery? Confirm procedure date 17-oct-2023. Confirm event date 9-nov-2023. Please clarify if the suture involved was vicryl plus or vicryl rapide? Please provide the patient's weight and bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were any pre-op cleansing procedures changed recently? If yes, please describe please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the patient gave birth naturally, and underwent a lateral episiotomy on (B)(6) 2023 and suture was used. On 9-nov-2023, the patient came to the hospital for examination of the wound and found that the local suture was not absorbed, and the wound healing was poor with itching. The doctor removed the suture, disinfected it with chelated iodine, and used other suture for re stitching. Additional information was requested.